Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter had foreign matter on device cannula/non patient needle. The following information was provided by the initial reporter: translated to english. The customer stated there was "a black foreign matter found on the btd (the area of connection to a syringe).

Manufacturer narrative:
H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter had foreign matter on device cannula/non patient needle. The following information was provided by the initial reporter: translated to english. The customer stated there was "a black foreign matter found on the btd (the area of connection to a syringe).